Event description:
It was reported that the needle deployed prior to proper pod activation. Although the cannula was visible prior to placing the pod, the patient attempted to use the pod and it began leaking. The patient blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data shows that the pod had delivered 2228 pulses prior to being deactivated. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. The investigation found no issues that would result in the needle deploying early. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.